Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-07194, 2134265-2013-07195, 2134265-2013-07542. It was reported that during a coronary artery stenting treatment procedure, the patient had chest pain. In (B)(6) 2009, clinical status assessment identified the patient¿s qualifying condition as unstable angina (braunwald classification ib) and non-q wave myocardial infarction. The patient was referred to cardiac catheterization. The target lesion was located in the mid right coronary artery (mid rca) with 70% stenosis and was 8mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation using a 3.5x12mm apex balloon catheter and placement of a 3.50x12mm promus element stent with 0% residual stenosis. The patient complained of chest pain with a scale of 5/10. Heparin 2,000 units was administered intravenously. The chest pain decreased with a scale of 2/10. A non-target lesion located in the proximal left anterior descending artery (prox lad) was treated with pre-dilation using a 2.5x15mm maverick balloon catheter and placement of a 3.0x12mm promus stent. During intervention, there was a plaque shift into the ostium of the diagonal branch. The patient complained of chest pain and 100mcg nitroglycerin was administered. The plague shift was treated with balloon angioplasty using a 2.5x15mm maverick balloon catheter. During intervention, the patient complained of chest pain and 200mcg nitroglycerin was administered. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).